Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Left hip revision. Implant 69-2248 all poly constrained insert, inner-bipolar head disassociated from outer shell in vivo.

Manufacturer narrative:
An event regarding disassociation involving a all poly constrained insert 48mm was reported. The event was confirmed. Medical records received and evaluation: clinical consultant indicated: in this difficult acetabular reconstruction the use of a constrained liner cemented in situ was apparently necessary for stability at the (B)(6) 2015 surgery. Impingement of the prosthetic neck with zero head likely resulted in levering out the constrained outer bearing. Examination of the explanted components would confirm this mechanism and rule out factors of faulty component manufacturing or materials. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that disassociation of the all-poly constrained liner was caused by "impingement of the prosthetic neck with zero head likely resulted in levering out the constrained outer bearing." No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Left hip revision. Implant 69-2248 all poly constrained insert, inner-bipolar head disassociated from outer shell in vivo.